Event description:
Boston scientific received information that during a routine explant procedure, the implanting physician reported that the header of this device came loose, but did not separate from the body of the device. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed tool marks in the device casing and header surface. Additionally, the header was loose on the non-feedthrough wire side. Further analysis verified functionality and therapy availability. Additionally, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.